Manufacturer narrative:
(B)(4). D10- medical product: vanguard cr ilok fem-rt 62.5, item# 183006, lot# j6178746. Biomet ilok pri tib tray 67mm, item# 141212, lot# 982290. Series a pat std 31 3 peg, item# 184764, lot# 833420. Biomet finned pri stem 40mm, item# 141314, lot# 138020. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b1, b3, b4, b5, b7, d2b, d4, d6a, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. D6a- initial surgery: (B)(6) 2018. Visual examination of the returned device identified signs of extreme wear with scratches, gouges, pits, and micromotion highlighted as well as the device being fractured. Not all fractured pieces were returned. Sem analysis of the returned bearing identified significant material missing from the left-hand condyle posterior side and some apparent impingement damage on the right-hand condyle posterior side of the intracondylar notch. There were some small gouges or scratches in the superior side that do not appear to be related to the aforementioned damage and are likely due to explanation damage. The superior side shows light pitting, abrasions or burnishing's that are typical with in-vivo use. There were two areas near the anterior of the inferior side that showed possible cold flow plastic deformation. The locking mechanism of the bearing was intact, by laying the bearing in place atop the tibial tray, it could be seen that the damage to the left-hand condyle posterior side aligns with damage to the tibial tray. Dimensional analysis was not performed due to the nature of the wear; however product identifiers were verified. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. The patient experienced pain when bearing weight on the operative knee, pain when walking, inability to climb or descend stairs due to significant pain.